Event description:
It was reported that the patient had lost hearing post op after a period of 60 days. The surgeon performed revision surgery in late 2008. It was reported that upon lifting the tympanic membrane flap, the surgeon found the prosthesis was no longer attached to the incus. The surgeon commented that he may have miscalculated the distance from the incus to the footplate and implanted a prosthesis that was too short. The surgeon implanted the same brand device in a longer length.

Manufacturer narrative:
A dimensional analysis was conducted on the returned device. The functional length and crook configuration were within specification. A performance test was conducted to determine the amount of force required to apply and dislodge the crook from the incus. The device met specification.